Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 40mm apex balloon catheter was advanced for dilatation. However, the balloon was overinflated which caused the inner hypotube to fuse with the non-bsc guide wire and became stuck. The balloon catheter and guide wire were then removed together. There were no patient complications reported and the patient's status was stable.